Manufacturer narrative:
A component of the superdimension system, the pt sensor triplet (pst), was swapped out and returned to superdimension for analysis. The analysis of the pt sensor triplet showed that there is an open wire in two of the sensor cables. The customer rec'd a new pt sensor triplet as a replacement.